Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful stenting in the left internal carotid artery (ica). However, the patient suffered an arterial rupture resulting in a hemorrhage, location unknown. No intervention was given. The patient is currently still in the intensive care unit.

Event description:
The patient underwent successful stenting in the left internal carotid artery (ica). However, the patient suffered an arterial rupture resulting in a hemorrhage, location unknown. No intervention was given. The patient is currently still in the intensive care unit.